Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12688. It was reported that the ipg couldn¿t be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein entire system was explanted.